Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced crimped cannula events three or more hours of insertion on (B)(6) 2025. The issue occurred with three similar types of infusion sets used for twelve hours and site was patient's abdomen. The patient reported bleeding at site. No further information was available.